Event description:
The customer reported that the image is smaller than the beams field by more than 4%. No patient injury was reported.

Manufacturer narrative:
The ge service rep performed a beam alignment procedure, to correct the radiographic beam as per manufacture's instructions. The system is now working as intended.